Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: did this issue contribute to any patient adverse event? Was the needle piece(s)/suture retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a labiaplasty under local anesthesia procedure on (B)(6) 2025 and suture was used. At 11:00 am, the lead surgeon was using suture, and during the operation, the needle and suture broke. The nurse calmed the patient's emotions, and the chief surgeon took out the needle and suture and conducted further verification with the nurse. The other suture was opened in a timely manner, allowing the surgery to proceed smoothly. The procedure should be labiaplasty under local anesthesia. There were no patient consequences reported. Additional information was requested.